Event description:
It was reported that the patient had a break in aseptic technique, further described as the patient making a mistake by not wearing a mask and not cleaning the area before starting peritoneal dialysis (pd) therapy, and acquired peritonitis. One day after the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin (1g) and fortum (1g) in each bag (frequency not reported). At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.